Event description:
A trilogy o2 ventilator, japan was returned to the manufacturer for routine preventative maintenance. There was no allegation of patient harm. The device was not in patient use. The trilogy o2 ventilator, japan device failed internal li-ion battery charge test step during evaluation at the manufacturer's service center. The device's power management board was replaced to address the issue. Additionally, the periodic maintenance 2 was performed. The trilogy o2 pm1 kit, exhaust fan assembly, and 43-micron filter were replaced as regulated by maintenance procedure to prevent failure. The technician performed repair test, alarm test, battery test, run in tests and cleaning then confirmed the unit operated properly. Software version was checked. (Ver.14.2.05).